Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that the hf-resection electrode "plasmaloop", loop broke off while resecting the uterine fibroid during a hysterectomy myomectomy, and had to be removed by graspers. The procedure was extended by 10 minutes and was completed using a similar device. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the cause of the reported issue (loop broke) could not be determined. However, it is likely that the issue is due to wear and tear of the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.